Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg stat on a cobas e 411 analyzer (disk system). No incorrect results were reported outside of the laboratory. The heparin plasma tube of the sample initially resulted in an hcg result of 1.13 miu/ml accompanied by a data flag. The heparin plasma tube was repeated twice, resulting in values of 79.51 miu/ml accompanied by a data flag and 77.65 miu/ml accompanied by a data flag. The serum tube of the sample was also repeated, resulting in a value of 79.90 miu/ml accompanied by a data flag. The heparin plasma tube was repeated again, resulting in a value of 79.91 miu/ml accompanied by a data flag. The hcg reagent lot number was 566671, with an expiration date of january 2023.

Manufacturer narrative:
The field service engineer checked probe adjustments. Performance testing was run and it recovered within range. The issue did not re-occur. The investigation could not identify a product problem. The cause of the event could not be determined.